Event description:
It was reported that a pt underwent a spinal procedure on (B) (6) 2010 and suture was used. During the procedure, the middle of the body of the needle broke when the surgeon sutured with a knot in the muscle layer and pulled it to tie the suture. The needle pieces were retrieved during the same procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch bjm017, mfg date: 08/01/2009, exp date: 07/31/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-00647 and 2210968-2010-00648. The same pt is represented in each medwatch.